Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended that the customer replace the keyboard.

Event description:
It was reported that a ventilator graphic user interface (gui) had intermittent instances of error message "keyboard stuck." Although requested, it is unknown if there was patient involvement.